Event description:
The clip applier jammed up after starting case. Was used for a couple of clips and then jammed. Manufacturer response for endoscopic multiple clip applier, (brand not provided) (per site reporter): waiting for internal quality analysis to determine cause of failure.